Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The investigation is complete. Review of the most recent repair record determined the motor failed, the cable and machined head were damaged, the reciprocating arm was worn, the device was out of calibration, and the control bar position was incorrect. The plug harness, reciprocating arm, machined head, motor, control bar, and various bearings were replaced and resolved the reported issue. Review of the previous repair record identified the cable was damaged. The plug harness assembly was replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there was no power to the device and the handpiece's button would not push before surgery. Therefore there was a problem with starting the device. No patient harm or delay was reported. Upon completion of the investigation it was found that the device cable was damaged and the internal wires were exposed. No adverse events were reported as a result of this malfunction.